Event description:
It was reported that there was a cartridge alarm 30 during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support assisted the customer in properly loading a new cartridge, allowing them to successfully resume insulin therapy. The issue was resolved, but it was noted that if the problem recurs frequently, the customer was referred to the renewals department.